Manufacturer narrative:
Product ID: 8731, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).

Event description:
It was reported that, for the previous 2-3 months, the patient had been experiencing decreased therapy and chronic pain. Catheter aspiration was attempted via the catheter access port (cap), as the patient was on a high dose with minimal therapy effect. The cap was unable to be aspirated, as the healthcare provider (hcp) ¿only got a bubble¿. On the date of this report, the pump was refilled and the hcp planned to refer the patient to neurosurgery. There were no active pump alarms and the actual reservoir volume (arv) was approximately what was expected, as the arv was 6.5ml and the expected reservoir volume (erv) was 5.9ml. The device system was used to deliver gablofen. The final patient outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.